Event description:
Edwards received information that this bioprosthetic valve, implanted two (2) years and six (6) months, was explanted in order to perform a bentall surgery to correct dissecting aneurysm. This was replaced with a 23 mm edwards bioprosthesis. No additional details provided.

Event description:
Edwards received information that this bioprosthetic valve, implanted two (2) years and six (6) months, was explanted due to unknown reasons. No additional information provided.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/(B)(4). Multiple attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted. No further actions are possible with the available information.

Manufacturer narrative:
On occasion, valves may be explanted with no evidence of malfunction and are otherwise performing as intended. In this case, the valve was explanted as the patient required a bentall to correct a dissecting aneurysm.